Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was involved in a house fire. The patient was hospitalized. Repeated attempts for additional information has been unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a house fire. The patient was reportedly hospitalized. The device has yet to be returned to the manufacturer for evaluation. A follow up report wil be submitted when the manufacturer has completed the investigation.